Event description:
Three devices (part # cev649-5b, cev10195d, and cev625-1) were returned to mxi service and repair.

Manufacturer narrative:
Device 2 of 3: cev10195d: lot#120105, mfg date: january 2012. Device 3 of 3: cev625-1: lot#120301, mfg date: march 2012. The device (part#cev649-5b) was evaluated and indicated that the instrument sheath was damaged and showed signs of impact. The instrument sheath was most likely damaged by shock or abrasion during use or reprocessing ceb10195d was evaluated and indicated that the instrument rack was slightly jammed. Lack of lubrication. Cev625-1 was evaluated and no problems were observed. Instrument was compliant with mfg specs. No grip defects observed. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).